Event description:
Recdevice returned to MFR for analysis without documentation. F/u with hcp provided info that device was explanted due to "erosion over incision - removed due to infection." Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available. MFR's device registration records indicate pt was implanted with a new system on 2001.